Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient reported to the hospital with discomfort from their pacemaker. The patient's right ventricular lead was failing to capture, and was programmed off. The lead was revised on (B)(6) 2021. The patient is recovering.